Event description:
The lay user/pt contacted lifescan (lfs) alleging that the product had the following display issue: line across display screen, which was unresolved with troubleshooting. The pt reportedly was "possibly shaking" about a week and a half before the meter issue started and there was no treatment. There is no evidence the product caused or contributed to an adverse event because the pt developed symptoms before the issue with the reported meter. However, this complaint is being reported because of a reportedly damaged display.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.